Event description:
Pt came to ir for a pull type gastrostomy insert. A guidewire was advanced up the esophagus and out the mouth with the intention of placing a pull-type gastrostomy catheter. A 10 french sheath was placed into the esophagus. The wire was advanced out the mouth. A pull-type gastrostomy catheter was then snared and pulled into the upper esophagus but the snare broke. The rep has been notified of the defective product: snare breaking.